Manufacturer narrative:
Clinic filed mw5093650. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be mentioned that the IFU clearly states that pre-dilation of the target lesion is mandatory.

Event description:
The orsiro us drug-eluting stent system was selected to treat a severe calcified lesion in the mid lad. During procedure the mid shaft of the device was bent. In the attempt to remove the device the stent dislodged from balloon. When trying to remove the stent with a balloon the stent was mangled. The stent was finally removed from the patient.